Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device.the jaws opened and closed without difficulty and the instrument fired the test unit with proper staple formation. There were no abnormalities observed during product analysis. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: the devices are old and their performance has declined. The jaws are difficult or unable to open.